Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 90, 82 and 70mg/dl. The customer's expected fasting blood glucose test result range is 120 to 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6)2016 a back to back blood test was performed by the customer fasting and produced test results of 100mg/dl using true result meter and 100mg/dl using the same meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6)2016 . The meter memory was reviewed for previous test result history (date / time not set): a 90mg/dl, (B)(6)2015 05:45 pm, fasting: yes. A 82mg/dl, (B)(6)2015 01:49 pm, fasting: yes. A 70mg/dl, (B)(6)2015 01:44 pm, fasting: ye.s customer calling stating his meter is reading low results for him. I asked customer if he is experiencing symptoms of low blood sugar, customer stated he is not and that he is feeling well. Customer stated his normal blood sugar range of reading is between 120-140 mg/dl fasting. Customer stated he did open the vial of strips on (B)(6)2016 and that he keeps the meter and strips in the living room. Meter memory was not set with date and time correctly. Also meter only had 3 results storage in the memory.